Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump off alarm. The patient was hospitalized with acute congestive heart failure (chf) and volume overload. The patient reported pulling their driveline out of their pocket controller. A review of the log file revealed low_flow / driveline_disconnect / lvad_off alarms on 20-may-2022 at 14:01. This occurred because the driveline was momentarily disconnected/reconnected from the controller. There were no other driveline disconnect events displayed in the logs.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the reported driveline disconnect and ensuing system stoppage. The controller event log captured driveline disconnect alarms starting on (B)(6) 2022 at 02:01:27 when the patient disconnected the driveline from the controller, and the pump stopped. The driveline appeared to be reconnected at 02:01:55. The pump was off for approximately 32 seconds before ramping back up to speed. Com a, com b, low pump current, power a broken, pump stop, and low speed faults were captured during this event. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended. The lvad event log file captured software reset, rotor displacement, lvad opc, and not initialized faults on (B)(6) 2022 at 02:01:58, consistent with the driveline disconnect. The controller and lvad periodic log files did not capture any atypical events. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.